Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)- the dentist reported that after 3 years and 6 months the dental implant was installed in intraoral region 21#, its loss of osseointegration was observed. Moreover, the patient presented bone type I and immediate load was performed.